Manufacturer narrative:
Insulin pump was received with minor scratched display window, broken battery tube threads, missing reservoir tube o-ring, and broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. Unable to perform occlusion test and basic occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she dropped the insulin pump and the corner chipped off where the reservoir goes in. Her blood glucose levels have been high since she dropped the insulin pump. Customer's blood glucose level got up to about 400 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.